Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented to the clinic for a follow-up. Upon interrogation, the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was asymptomatic before, during and post surgery.

Manufacturer narrative:
A partial lead in two pieces with the connector portion measuring 5.7 cm and the distal portion measuring 44.9/32.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.